Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Device #2 -proglide (part # 12673-05; lot # 77030-6h), is being filed under a separate medwatch report.

Event description:
Device malfunction: suture retrieval issue (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the plunger was withdrawn, there was no suture present. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.